Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure? It is difficult to get the information. Date of index surgical procedure? It is difficult to get the information. The diagnosis and indication for the index surgical procedure? Gastrectomy. What were current symptoms following the index surgical procedure? Onset date? It is difficult to get the information. Other relevant patient history/concomitant medications? It is difficult to get the information. On what tissue was the suture used? On the fascia. What tissue dehisced? It is difficult to get the information. What was the tissue condition (i.e., normal or thin, calcified, fragile, diseased)? It is difficult to get the information. What date did the patient present with dehiscence (# post op days)? It is difficult to get the information. Did the operating surgeon observe any suture deficiency or anomaly before, during, immediately after the suture placement? It is difficult to get the information. On what date was the surgical intervention performed? Please provide. Surgical/operation notes. It is difficult to get the information. Can you describe the appearance of the stratafix suture during second procedure? The suture had been broken. Where did the stratafix suture break (termination, middle, end)? It is difficult to get the information. Was the fixation tab seated against the tissue at the initiation of suture use during? It is difficult to get the information. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that a patient underwent a gastrectomy procedure on an unknown date and suture was used on the fascia. Post-operatively, the patient experienced wound dehiscence occurred. The suture was found broken and reoperation was performed. Additional information was requested.